Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, necrosis, and cellulitis.

Event description:
Patient's legal representative reported left side "infection (serratia marcescens and stenotrophomonas), cellulitis, deterioration of tissue, pain, and mental suffering". The patient was treated with ciprofloxacin and oral bactrim. Recommendation was then made for intravenous antibiotics.the device was explanted.